Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the lot 0001398820 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
The tube disconnected from the bottle during use. Was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage? No. If it's before use and did they attempt to reconnect it? During use. Need to verify the line was disconnected prior to use and the bottle was discarded immediately, bottle was not used. Bottle was used. Was the clamp properly closed until after the plunger was pressed > unknown. Where is the catheter located? Abdomen or chest > chest. Is there a photo or sample available showing the reported issue? > no. What was the impact to the patient? No impact.

Event description:
The tube disconnected from the bottle during use. Was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage? No. If it's before use and did they attempt to reconnect it? During use. Need to verify the line was disconnected prior to use and the bottle was discarded immediately, bottle was not used. Bottle was used. Was the clamp properly closed until after the plunger was pressed? Unknown. Where is the catheter located? Abdomen or chest? Chest. Is there a photo or sample available showing the reported issue? No. What was the impact to the patient? No impact.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).